Event description:
On (B)(6) 2015 patient's arm sustained a " large skin tear 8x10 cm.  Which occured upon removal of plastic a8476na u-drape in ortho pack. Area was debrided and sutured.  Silvadene cream used.  Débridement and split-thickness graft was performed on (B)(6) 2015.

Manufacturer narrative:
The actual sample involved in this reported incident was not provided for evaluation; therefore we are unable to confirm the issue reported. A review of the manufacturing process found that the manufacturing process is in compliance with applicable standard production method (spm). The operators or the quality inspector did not identify any discrepancies related to the issue reported during their continuous inspection and all operators involved in this process have been certified in their respective operations. We will continue to monitor for other similar reports and take action if necessary.